Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient experienced ineffective stimulation and exhibited high impedances on the lead. As a result, surgical intervention may be undertaken to address the issue.

Manufacturer narrative:
E1 correction: the reporter¿s information was updated. H6 correction: health effect - clinical code 1924 - failure of implant was removed as it was incorrectly submitted initially.

Event description:
Surgical intervention was undertaken on (B)(6) 2025 wherein the lead was explanted and replaced to address the issue. Therapy was restored post procedure.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.